Manufacturer narrative:
(B)(4). The reported complaint of "large helium leak and purge failure alarms" was confirmed by the field service agent. No part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, the field service agent replaced the pcs assembly, and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the faulty pcs assembly. The cause of how the pcs becomes faulty is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "large helium leak and purge failure alarms while on patient." The iabp was exchanged. No patient harm or injury. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00342.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "large helium leak and purge failure alarms while on patient." The iabp was exchanged. No patient harm or injury. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00342.